Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 21 mg/dl and 85 mg/dl. Customer did not think that the reading of 21 mg/dl was correct, but drank some juice as a precaution before the reading of 85 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.